Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is d02-traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e315 error. There was no patient involvement.